Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the right ventricular lead exhibited high pacing impedance and noise. No intervention was performed, the physician elected to continue monitoring the patient.

Event description:
New information received notes that the patient was in stable condition.